Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2013: while administering an IV infusion to a patient today, a leak occurred at the connection between the IV line and the three-way connector. Upon inspection, a small crack was found in the three-way connector. The patient was not harmed. Use was immediately discontinued, and the three-way connector was replaced with a new one.